Event description:
It was reported that it was a femoral access standard procedure, they were working on the left coronary artery system. The starter wire was inserted into the diagnostic in a normal fashion. The catheter was put into the femoral artery in a normal fashion. The catheter and the wire locked up where the wire would not remove from the diagnostic. So at that time, it was decided to take out both products together because they wouldn't come apart and there was no patient injury, no blood loss. They used the same products to complete the procedure in a normal fashion. The patient is fine. There was no problem, no issues.

Manufacturer narrative:
This complaint was originally assessed for reportability on 26th november and was determined to be "not reportable" as the complaint narrative stated it was an interaction issue and there was no patient injury and both devices were removed together. Following the return of the device and the completion of our internal investigation the complaint has been reassessed and determined to be reportable. Follow up report being filed to support correction in the investigation report.

Manufacturer narrative:
This complaint was originally assessed for reportability on (B)(6) and was determined to be "not reportable" as the complaint narrative stated it was an interaction issue and there was no patient injury and both devices were removed together. Following the return of the device and the completion of our internal investigation the complaint has been reassessed and determined to be reportable. Comp (B)(4).

Event description:
It was reported that it was a femoral access standard procedure, they were working on the left coronary artery system. The starter wire was inserted into the diagnostic in a normal fashion. The catheter was put into the femoral artery in a normal fashion. The catheter and the wire locked up where the wire would not remove from the diagnostic. So at that time, it was decided to take out both products together because they wouldn't come apart and there was no patient injury, no blood loss. They used the same products to complete the procedure in a normal fashion. The patient is fine. There was no problem, no issues.